Manufacturer narrative:
(B)(4). The incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they experienced temperature unstable alerts during an ablation procedure. The ablation was finished but they were unable to perform a tract ablation. There was no injury to the patient.